Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Investigation summary: tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the fifteen (15) minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive results. One asymptomatic patient tested positive for both flu a and sars. The customer communicated the results were confirmed negative by molecular (pcr testing).